Event description:
It was reported that (1) device was used during a lobectomy. It was reported by the affiliate that the mcm30 instrument clips took awhile to feed into the jaws. The clips would not set into the groove properly and sometimes ejected (did not fall in patient). Another instrument was used to complete the case. There was no consequence to the patient.